Event description:
On september 6, 2006, the lay-user/patient contacted lifescan alleging that her one touch ultra meter would not power on. On september 3, 2006, the meter was accidentally dropped in a sink filled with water. At that point, the meter stopped powering on. The patient continued to take her medications as prescribed. The next day, the patient developed symptoms of dizziness and disorientation. She was unable to test her blood glucose due to the alleged issue. The patient visited her doctor where a reading of "433 mg/dl" was obtained using an unidentified device. The patient's unspecified medications were increased. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient was unable to test her blood glucose, developed symptoms, and obtained a result of "433 mg/dl" in the doctor's office.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.